Manufacturer narrative:
Additional information received on (B)(6) 2018 indicated the patient experienced bilateral capsular contracture baker grade iii, and the patient underwent bilateral removal and replacement with saline mentor smooth round moderate profile 425cc, catalog number 3501670, lot number 7621274, serial number (B)(4) (r), and serial number (B)(4) (l). Device evaluation summary: upon receipt by mentor, the device contained no fluid. Brown, white, and red material were observed within the device. White material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed creases extending to both views. A rent was discovered within one of the creases on the posterior view measuring approximately 0.5 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown, white, and red material observed. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 425cc, catalog number 3501670, serial number (B)(4), lot number 5849228. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 425cc breast implant and experienced deflation on the right side. Deflation was confirmed by physician during exam. As a result, the patient underwent removal and replacement with an unspecified mentor saline breast prosthesis on (B)(6) 2018.